Event description:
It was reported that a staff member at the site watched a tattoo removal treatment using revlite si without wearing protective goggles. Staff member went to see her optician who assessed that she had suffered a 'corneal burn'.

Manufacturer narrative:
A device evaluation found the unit operating as intended and working within specification. User error was involved since site did not follow the recommended guidelines per labeling. Labeling warns: always wear the appropriate protective eyewear for the selected wavelength. Failure to use the proper eyewear for the selected wavelength can result in serious eye injury even from diffuse viewing. All persons in the room during treatment must wear protective eyewear that meets the requirements stated in system specifications. This is considered a serious injury event and therefore reportable.